Manufacturer narrative:
Corrected to (B)(6) 2017).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Customer's blood glucose level was 183 mg/dl. Reportedly, the customer was able to load a cartridge successfully, and resumed insulin delivery.